Event description:
It was reported that the patient had no stimulation sensation and was having acute pain from her hips down she stopped feeling stimulation over three weeks ago. The patient was also having sciatic pain. She went to the ER (emergency room) because her pain was so intense and they only gave her an injection that lasted 30 minutes and sent her home. The physician told her he did not deal with "her situation which involve fusions." The patient cannot walk because of the pain and was feeling tense and tight. The last time she was able to charge her device was at the end of (B)(6). The patient was going to see her physician in november. She wanted to have the device removed because it was no longer working and she was not feeling stimulation. If additional information is received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).